Event description:
Nurses reported today (B) (6) 2010, that on (B) (6) 2010, an IV attempt was done and the catheter sheath shredded. They stated that this is the 3rd time these catheters have done this. An email was sent to company today. No injury was noted to patient. Device was disguarded in sharps container.